Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty on an unknown date for an unknown reason. Subsequently, the patient is being considered for a revision surgery for an unknown reason on an unknown date. Several attempts have been made to gain additional information with no information received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty on an unknown date for an unknown reason. Subsequently, the patient is being considered for a revision surgery for an unknown reason on an unknown date. Several attempts have been made to gain additional information with no information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.